Event description:
(B)(6) was provided an advocate duo glucometer, serial number (B)(4), model td-3223, which produced inaccurate results. The glucometer at issue was actually compared to the glucometer in (B)(6) hosp on (B)(6) 2009 and found to be erroneous. For a more detailed account of the occurrence please see the complaint at law. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: test glucose level for diabetic pt.